Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing for the patients rhythm p-waves for its right atrial (ra) lead. Technical services (ts) was consulted and reviewed stored data. Ts discussed available programming options to address the issues. This device remains in service. No adverse patient effects were reported.